Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 2 days post-open tonsillectomy procedure, the patient experienced moderate bleeding from the tonsil bed and had to come back to surgery. An additional surgical operation was necessary to stop the bleeding with the use of coblator. During the procedure, there was evidence of energy delivery and end tones were heard, but no re-grasp alert occurred. The device was connected to the generator with software version 5.0. The patient did not receive chemotherapy. No blood transfusion nor imaging was done due to the issue.